Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a low battery alert, bad battery alarm and battery out limit alarm. Customer reported that battery was out for greater duration than allowed. Customer reported that at some alarms, display screen went blank. Customer's blood glucose was unknown. Troubleshooting was performed on insulin pump. Customer was advised to monitor insulin pump.